Event description:
Additional information received reported that the no diagnostics were performed and no malfunctions were seen and the cause of the issue was not determined. It was noted that a lead revision was the intervention that was taken. It was noted that the patient outcome was good.

Event description:
The patient has had 4-5 leads replaced in less than 8 years. Additional information has been requested.

Manufacturer narrative:
(B)(4).